Manufacturer narrative:
The customer stated the module count was on the pacemaker spike and not the patient heart rate which may have keep the monitor from alarming. The operations manual does state to keep pace detection on for pacemaker patients. Spacelabs will investigate this event to obtain objective evidence that this was operator error and not malfunction. To date the customer has not provided any requested device data for investigation. Spacelabs will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that a command module model 91496 with patient compact monitor model 91367-22 failed to generate an alarm for arrhythmia on (B)(6) 2015 for a pacemaker patient when the pacer spike detector was turned off. The patient passed away subsequent to the event. The customer is not claiming product malfunction; however, they have failed a vigilance report.

Manufacturer narrative:
Spacelabs launched an investigation. The customer¿s initial report stated that the pacemaker detection was turned off. After repeated attempts, the customer has declined to provide access to the equipment or additional detail about this issue. This report is considered final and the issue is closed.